Event description:
It was reported that the patient had multiple inappropriate shocks due to t-wave oversensing. Therapy was exhausted when the patient applied a magnet to the device. Also, the device was beeping due to the magnet application. The device was checked by the local representative. There were no additional adverse patient effects. The system remains implanted.